Event description:
It was reported that during an unknown procedure, the surgeon was using the device and it stopped working. It is unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached returned and with the I-blade upper tip fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.